Manufacturer narrative:
The valve was patent and passed reflux testing. It was not within specs for pressure-flow and preimplantation tests. There appeared to be white, proteinaceous debris on the ball of the valve. It is likely that the valve was flowing poorly due to this foreign material. It is undetermined how or when this damage may have occurred. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.

Event description:
It was reported that the valve was occluded.